Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the power switch has no power. As stated on the repair statement additional malfunction on this device: piot valve alarms & shuts down.